Manufacturer narrative:
The reported out of range, high hv lead impedance was confirmed in the laboratory via review of hv lead impedance trends. The device was tested on the bench and high hv lead impedance was observed. X-ray inspection identified a broken can wire which caused the reported high hv lead impedance.

Event description:
It was reported that high, out of range high voltage lead impedance was observed. The device was explanted and replaced. The patient was well during and after the surgery.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun